Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood & gas flows) the results are as follows: 187 mmhg blood side pressure drop reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic valve replacement using the fusion oxygenator, there was an alleged product issue. There were no transmembrane issues before blood hit the oxygenator. The transmembrane pressure increased to 444mmhg once blood began flowing through the oxygenator. Venous saturations were down, and full flow could not be achieved, reaching only 80% of the required 5.5l/mg flow. The customer added albumin 500ml of 5% as soon as the transmembrane pressure increase was noted (added albumin at 4-5 mins of bypass time). They also had 30 ,000 iu of heparin in the pump right from the start (usually have 10,000iu). The pre-bypass act was 643 without the 30,000 iu of anticoagulant, and on bypass, the act was 826. The patient was cooled to 32 degrees during bypass. The pressure dropped over a 50-minute period, and the oxygenator was used to completion of the case. No patient complications have been reported as a result of this event. There were two possible lot numbers for the fusion oxygenator: 229060142 and 229060143.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.